Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure the clip fell out when it was fed into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient. Device will not be returned.